Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that upon removal of his adc freestyle libre sensor, the "sensor tip remained in the skin". Customer further reported that the sensor patch was "very tight to remove" and after removal on (B)(6) 2019, he noticed that there was no soft needle on the sensor. Customer experienced pain, redness and swelling at the insertion site and was scheduled for an emergency surgery. During the surgery, the object in the skin was deemed to be too thin to be removed and needed a color ultrasound but the hospital was not equipped with it. Customer further reported that the doctor advised to "wait till the site gets infected and the position of the object could be seen at a glance" to operate. The surgery was rescheduled. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on product download. Sensor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. The sensor plug was not returned. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the remaining product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that upon removal of his adc freestyle libre sensor, the "sensor tip remained in the skin". Customer further reported that the sensor patch was "very tight to remove" and after removal on (B)(6)2019, he noticed that there was no soft needle on the sensor. Customer experienced pain, redness and swelling at the insertion site and was scheduled for an emergency surgery. During the surgery, the object in the skin was deemed to be too thin to be removed and needed a color ultrasound but the hospital was not equipped with it. Customer further reported that the doctor advised to "wait till the site gets infected and the position of the object could be seen at a glance" to operate. The surgery was rescheduled. There was no report of death or permanent injury associated with this event.